Manufacturer narrative:
The calcium reagent lot number was 702235. The reagent expiration date was requested, but not provided. The last calibration performed on (B)(6) 2023 was ok. Quality controls recovered within acceptable ranges. Upon review of the alarm trace, an abnormal probe aspiration alarm was observed. This is an indicator of possible poor sample quality. The field service engineer checked the analyzer detergent concentration. The gear pump head and vacuum tubing were replaced. Solenoid valves and a detergent tube assembly were replaced. Valves were flushed. Precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. The initial sample values were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. Corrected reports were issued. The first patient sample initially resulted in a calcium value of 5.3 mg/dl and it repeated as 8.0 mg/dl. The sample was also repeated on a second analyzer and this repeat value matched the 8.0 mg/dl value. The second patient sample initially resulted in a calcium value of 5.8 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 8.5 mg/dl.